Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photo was provided and reviewed. In the first photo, one marquee biopsy device was shown in which the stylet part of the needle was noted to be detached from the marquee device and no rear scarf/backend notch was noted in the stylet. In the second photo, the labeling information was provided which was verified with the trackwise. Based on the photo review, the reported detachment of device or device component can be confirmed. Therefore, based on the photo review, the investigation is confirmed for the reported detachment issue as the device was received with the stylet separated from the cutting cannula and the investigation is also confirmed for the identified non-standard device as no rear scarf/backend notch was noted in the stylet. A definitive root cause for the reported detachment of the device is determined to be component failure and identified non-standard device is determined to be manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (device, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy, the cutting canula allegedly dropped out after pulling out from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy, the cutting canula allegedly dropped out after pulling out from patient. There was no reported patient injury.